Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that there were multiple occurrences where the pump requested a minimum of 50 units during the load process. The customer experienced low blood glucose levels (25 mg/dl). Customer stayed connected to site while performing fill tubing, and is unsure how many units of insulin he received. Customer ate syrup to correct his low blood glucose level.